Event description:
It was reported that the patient experienced phrenic stimulation due to a large weight loss. The left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable defib lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic metal ion oxidation, melting, environmental stress cracking and a depression. The distal end low voltage electrode was covered in body tissue/fibrotic growth and the distal tip seal had blood ingression. Also the proximal conductor had blood (not obstructed) and the distal conductor was distorted from being pulled/stretched/overstressed. Visual analysis saw the lead was stretched and had apparent explant damage. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.